Manufacturer narrative:
(B)(4). Upon completion of carefusion's investigation, a follow-up report will be submitted. This report was caused by a user error that has the potential to cause a serious injury, were it to recur. The device did not malfunction.

Event description:
Carefusion received user facility medwatch (B)(4) with a report date of (B)(4) 2011 on (B)(4) 2011. Follow up with the customer, (B)(6), quality director, provided the following additional information: the patient is a female, long-term care ventilated patient; exact age or birth-date were not provided. The patient was being transported back from activities in a chair and nurse assistants were in the process of putting her back into her bed. The external alarm on the ventilator had been turned off because of this activity. The corrugated circuit tubing became disconnected from the exhalation valve and was quickly reattached. During routine ventilator checks, the patient was found with the ventilator alarming "low differential pressure"; no breaths were being received. The patient was cyanotic and it is estimated was without ventilation for approximately 2 minutes. Upon closer inspection by the respiratory therapist (rt), it was determined the circuit tubing had been reconnected to the wrong outlet on the exhalation valve. The tubing was connected to the exhaust port and the one-way valve was preventing ventilation from reaching the patient. The rt fixed the issue immediately and the alarm resolved. After it was confirmed the patient was again receiving ventilation, a pulse ox was placed on the finger and showed an spo2 of 50% and a heart rate (hr) of 106. The patient was then bagged with a bag valve mask to return sats and hr to baseline. The facility has implemented a fix to clarify which port to reattach the ventilator tubing to, should it become dislodged. There is now a blue zip tie put around the correct port on the exhalation valve and the nurses and nursing assistants are instructed if the tubing becomes disconnected, the blue zip tie port should be connected to the tubing coming from the patient.

Manufacturer narrative:
(B)(4). Investigation results: the customer did not return a sample for evaluation. The device history record of the lot number provided did not identify any non-conformance or deviation to the process that could cause the failure mode reported. The customer sent pictures of the product which demonstrated how the failure occurred. Review of the images does not indicate any problem or defect that occurred at the manufacturing facility. Product code 003762-a is not currently being manufactured so review of the manufacturing process could not be performed. The root cause of this issue was a user error, the user reconnected the tubing to the incorrect port after an accidental disconnection. The product labeling was reviewed and provides the following guidance to the user: ''test circuit prior to use by occluding the patient connection port while cycling the ventilator. Ensure that there are no leaks during the inspiratory phase and that the gases vent through the exhalation valve during the expiratory phase. Also, check for occlusions by allowing the gas to flow and ensuring that gas is emitted from the patient connection port.'' It is also noted that there is a drawing included in the instructions for use that indicates the proper setup of the circuit.